Event description:
Initial results for a pt reatinine was 6.5 mg/dl. When repeated, the results was 0.8 mg/dl. The incorrect results was not used to guide pt therapy. The field service rep attributed the problem th fibrin stand and repaired the instrument by performing maintenance.